Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the monopolar curved scissors instrument's orange sleeve was cracked. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument tube extension was broken and missing a .200 x .260 piece at the proximal clevis interface. The clevis was dislodged from tube extension and the tube extension fractured next to one of the keys that mates with the proximal clevis. Evidence not conclusive, but damage to insert is likely due to mishandling/misuse. Additional observation not reported by site was the pad printing on the instrument tube extension was removed. A section closer to the distal end, next to the clevis interface, pad printing had been removed and was approximately .294 x .152 in length. No other damage was found. Evidence not conclusive, but damage to insert is likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing pad printing found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.